Event description:
It was reported that the machine is not switching on and emits a burnt smell when attempting to switch it on. There was no patient involvement.

Event description:
It was reported that the machine is not switching on and emits a burnt smell when attempting to switch it on. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, it was serviced at the customer's facility by a field service engineer (fse). The fse replaced the low voltage power supply (lvps), and as a result, the console was functioning as intended. Although the smoking or burning smell was not duplicated during the service, it might have been related to the faulty component. The malfunction found could have affected the device's performance, leading to the event experienced by the customer. Additionally, the fse found that the scanner needed to be replaced. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.